Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor was seized, the cable had contact issues, the unit was out of calibration at 0 and 10 readings and the reciprocation arm was worn. The reciprocation arm, shaft bearings, sleeve bearings, motor and plug harness assembly were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery, device doesn't turn on. Investigation found motor was seized. There was no patient involvement, impact, delay, or harm. Due diligence information complete.